Event description:
Information received from a patient reported that their therapy had stopped due to a power on reset (por). It was reported that the por was noticed four days prior to the date of this report when the patient went to charge their device. No falls or trauma that could be related to this issue were reported. It was noted that the patient did not have any recent medical tests or emi environmental exposure. A manufacturer representative assisted the patient in troubleshooting over the phone and the por was cleared successfully. It was noted that the por was not related to an overdischarge event. The patient stated that the por was not showing on the patient programmer when they synced it with the implantable neurostimulator (ins). The patient was able to see their programming settings and turn stimulation back on while on the phone with the manufacturer representative. It was reviewed that the therapy will resume at the last programmer parameters and that the patient can adjust if needed. The patient stated that they are now receiving adequate therapy. The issue was resolved at the time of the report. Indications for use are non-malignant pain and radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.